Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 1 failed and required maintenance at the station. A field service engineer replaced the latches on tower doors 2 and 3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system tower door 1 failed and required maintenance, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.